Event description:
Consultant reported during two (2) separate tfn procedures, drill stop did not stop when it hit the cannula. Surgeon is able to use with careful observation. There was no harm to the pts. This is the 1st occurrence for the two complaint events. This is 1 of 2 reports.

Manufacturer narrative:
The raw material and device history records were reviewed and there were no complaint-related anomalies. The pertinent features related to this complaint were measured by supplier and conform to specification per top level drawing. Hardness checked within print specifications and the material type is correct. The damages to the cutting edges are not consistent with mfg or inspection processes - they are indicative of numerous uses in the field.